Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("it had come out of my tube and is poking up into my uterus.") In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("it had come out of my tube and is poking up into my uterus."), abdominal pain upper ("have been having stomach pains") and pelvic pain ("pain"). The patient was treated with ibuprofen and curcuma longa (tumeric). Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, device expulsion and abdominal pain upper outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain upper, device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: my doctor said I need to get essure removed or I may die. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: migration. Most recent follow-up information incorporated above includes: on 9-nov-2018: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - lab data, treatment drugs and event pain added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("it had come out of my tube and is poking up into my uterus.") And fallopian tube perforation ("fallopian tube perforation") in an adult female patient who had essure (batch no. A36511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included oral contraceptive, tooth extraction, fractured finger, arm fracture, anxiety, panic attack, insomnia, muscle spasms, herpes zoster, idiopathic urticaria, shingles, abdominal tenderness, ovarian cyst and allergic rhinitis. Previously administered products included for an unreported indication: mirena iud from 2006 to 2011 and depo provera. Family history included breast cancer (grandmother) and menses irregular. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("it had come out of my tube and is poking up into my uterus."), abdominal pain upper ("have been having stomach pains"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with curcuma longa, ibuprofen and surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, device expulsion, female sexual dysfunction, migraine and dyspareunia outcome was unknown and the abdominal pain upper, pelvic pain, headache, allergy to metals, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: my doctor said I need to get essure removed or I may die. It was reported it was reported that the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Ultrasound scan - on an unknown date: results: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: reporters, patient demographics, medical history, historical drug and laboratory data were added. Updated suspect drug indication and added lot number. Added events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines /headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube ), abdominal pain and patient did not performed essure confirmation test on (B)(6) 2018, she explanted essure. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("it had come out of my tube and is poking up into my uterus.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("it had come out of my tube and is poking up into my uterus."), abdominal pain upper ("have been having stomach pains") and pelvic pain ("pain"). The patient was treated with ibuprofen and curcuma longa (tumeric). Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, device expulsion and abdominal pain upper outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain upper, device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: my doctor said I need to get essure removed or I may die. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: case became potential legal, reporter added, product information updated from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.